Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of peritonitis was unknown. Two days prior to the peritonitis diagnosis, the patient was hospitalized due to stomach pain and another indication. On an unknown date, the patient was treated with cefazolin injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was also treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. Antibiotic treatment with cefazolin was discontinued. At the time of this report, the patient was discharged from the hospital and recovered from peritonitis and stomach pain. Should additional relevant information become available, a supplemental report will be submitted.